Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The iesu was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there was a question mark on the integrated electrosurgical unit (iesu) screen. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the staff to disconnect all four energy cords and power cycle the iesu. The site elected to use the external force triad generator to move forward with the procedure. There were no reports of patient injury.